Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4)) was serviced at customer site. The customer's reported complaint of the thermogard displayed mid: 26 (low battery) error message was confirmed through functional testing and data archive review. The issue was attributed to a low voltage battery. The lithium battery was replaced to remedy the issue. During visual inspection, not related to the reported issue, coolant low alarm was noted. Error was cleared after coolant bath refill. No further testing was performed per user request due to the immediate need for thermogard console. Historical complaint was reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard with serial number (B)(4).

Event description:
As reported, during setup, thermogard xp ivtm system (sn (B)(4)) displayed mid: 26 (low battery) error message when powering on. No patient involvement was reported.